Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unknown issue with the mobile app occurred. The patient¿s parent reported that the app did not alert them of the patient¿s low blood sugar, and he went into a seizure. It is unknown whether any medical intervention was required or provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available as no contact with the reporter could be made.